Event description:
There was an allegation of an accu-chek inform ii meter + rf that incorrectly scanned a patient ID and then flagged it as not being a valid patient ID. The customer completed testing without a patient name or birthday, and the results did not go into a medical record as they were flagged as not being a valid patient.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The customer meter barcode functionality was tested using sample barcodes. 1d and 2d barcodes of various symbologies were scanned using the customer meter multiple times each. All barcodes were scanned correctly. No issue was found with the barcode scanning function of the meter. The device was disassembled for further investigations. The visual inspection of the electronic parts showed no abnormalities, and no contamination was found. The alleged malfunction was not reproducible with the customer meter. The product performed according to the specifications. No product issue was found with the customer meter.